Event description:
It was reported that the device has reached eos (end of service) due to a charge timeout and the health care professional was questioning how that was possible. It was noted that there was a charge time of greater than thirty seconds and that a charge circuit timeout occurred. The device was suspected to have premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that there was localized lithium (li) discharge along the edges.. The li- severing resulted in a reduced li anode surface area, which caused an increased battery resistance consistent with the large impedance measured upon receipt of battery. The device was returned due to excessive charge time (ect) and charge time out (cto) alerts. Review of the save-to-disk data found that ect and cto events occurred prior to recommended replacement time and subsequent explant. This charge timeout resulted from increased battery resistance induced by observed li-severing. If information is provided in the future, a supplemental report will be issued.